Event description:
On (B)(6) 2018, I had eight coolsculpting cycles on my body; four on my abdomen and two on each flank. On (B)(6) 2018, I had one additional cycle on each flank. Around (B)(6) 2018, I started to notice a well-demarcated mass in my abdomen where I had received the coolsculpting treatments and fluffy fat which resulted in an enlargement of my flanks. On (B)(6) 2018, I was diagnosed by the provider of m coolsculpting treatments with paradoxical adipose hyperplasia or paradoxical hyperplasia ("pah"). On (B)(6) 2020, I was diagnosed with two additional masses in my abdomen; both subumbilical, associated with pah. I currently, therefore, have pah manifested as three masses in my abdomen; one supraumbilical and two subumbilical and a fatty enlargement of both flanks. I want to be clear that pah is not a trivial cosmetic injury. It is major and irreversible tissue damage that can only be removed through surgery (if possible). I have been told by my surgeon that I will need multiple. Surgeries to try to remove the masses caused by the coolsculpting device. I underwent coolsculpting because it was advertised as a "non-surgical" and "non-invasive" procedure and never expected to suffer such a devastating adverse effect. In addition to the extensive tissue damage that I suffer, I have been greatly traumatized emotionally. I am a "frt" man and I care about my health and my body image. I exercise regularly and eat well. Needless to say, pah has had a devastating effect on my life. My body now has large, permanent masses that will never resolve on their own. I must choose to either live with the deformities forever or risk my health by undergoing multiple surgeries. The recoveries of those surgeries will also be difficult to endure. I cannot explain to you how much this has impacted me. I firmly believe that zeltiq aesthetics ("zeltiq") is deceiving the FDA by misrepresenting information about the frequency, severity, and permanency of pah. As a direct result, the significance of this adverse event is downplayed to the providers of coolsculpting and consequently to the patient. This in turn results in the devastating adverse event of pah affecting unsuspecting patients far more frequently than zeltiq has represented to the FDA. Zeltiq calculates its incidence rate of pah as the number of complaints or patients who have developed pah as the numerator over the number of cycles worldwide as the denominator. This formula is a misrepresentation of the incidence rate of pah. An appropriate formula would either use the total number of cycles used on patients who have developed pah ("complaints") as the numerator and the total number of cycles performed worldwide as the denominator or, in the alternative, the total number of complaints as the numerator and the total number of patients treated as the denominator. Furthermore, zeltiq controls the number of pah "complaints" that are included in its count. The only way a person can officially be included in zeltiq's numbers as an incidence of pah is if the manufacturer "confirms" the report of pah. The manufacturer has a process by which it reviews each diagnosed report of pah from physicians and makes a final determination on whether the patient actually has pah or not. Therefore, even though a patient may have been diagnosed with pah by a qualified doctor and their physician submits an adverse event report with the diagnosis, zeltiq often disregards the pah diagnosis and fails to include the report in their numbers. This once again is designed in my opinion to suppress the incidence rate of pah, thereby misrepresenting this number to the FDA, coolsculpting providers, and patients. Zeltiq also misrepresents the severity of pah to coolsculpting provider, the public, and the FDA. The labeling of the product, such as the user manual, does not describe the severity, permanency, and frequency of the adverse event. The manufacturer typically uses words like "surgical intervention may be required". This is not true, because pah is a permanent change in the structure of the tissue for which surgery is absolutely required to try to remove. Furthermore, the labeling does not explain that pah is permanent tissue damage that results in a substantial deformity to the user's body. The labeling is misleading and makes the providers believe that the effect of pah is minor and insignificant to a person's life. The labeling does not state that liposuction is always required and the results of the surgery are not guaranteed. In many cases, abdominoplasty or excision is also required, the results of which are also not guaranteed, and the patient is subjected to the very thing they were trying to avoid by using coolsculpting - surgery. All surgeries come with associated risks, including a poor result, nerve damage, bleeding, infection, significant scarring, seroma, and even death. The document "medical device reporting for manufacturers, guidance for industry and food and drug administration staff document issued on: november 8, 2016" provides the following excerpt in section 1.4: "1.4 what are "MDR reportable events"? For manufacturers, "MDR reportable events" are events that manufacturers become aware of that reasonably suggest that one of their marketed devices may have caused or contributed to a death or serious injury, or has malfunctioned and the malfunction of the device or a similar device that they market would be likely to cause or contribute to a death or serious injury if the malfunction were to recur [see 21 cfr 803.3] (see section 2 ) of this guidance document for a description of "serious injury" and "malfunction" and information for determining when a device malfunction must be reported to us as an "MDR reportable event")". The document further clarifies in section 2.13: "2.13 what is a "serious injury?" An injury must meet the definition of "serious injury" in 21 cfr 803.3 for an event to be reportable as a serious injury. A "serious injury" is an injury or illness that [21 cfr 803.3]: is life threatening; results in permanent impairment of a body function or permanent damage to a body structure; or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. "Permanent" means irreversible impairment or damage to a body structure or function, excluding trivial impairment or damage [21 cfr 803.3]. Note that not all cosmetic damage will be considered trivial. Furthermore, a life-threatening injury meets the definition of serious injury, regardless of whether the threat was "temporary." It should also be noted that a device does not have to malfunction for it to cause or contribute to a serious injury. Even though a device may function properly, it can still cause or contribute to a death or serious injury considering the guidance issued by the FDA and referenced above, it seems clear to me that pah as a result of coolsculpting is a medical device reportable event. Based on what I know about pah, it is undoubtedly a serious injury, according to the aforementioned definitions. This device causes serious injury which results permanent deformation of the body which requires surgical intervention to attempt to resolve the adverse event, which is not always successful. This leaves the patient deformed for the rest of their life. I am worried that thousands of people who are thinking of undergoing the coolsculpting procedure will not know the truth about this very dangerous device. I believe that many coolsculpting providers do not understand what pah is and how it affects the body because the manufacturer downplays and misrepresents critical information about this condition. It should be noted that pah has solely been associated with the coolsculpting device. Before the device was cleared to go on the market, no one knew about pah. Therefore, doctors who are using these devices, depend on the manufacturer to educate them about this adverse effect. Based on my knowledge of the information given to the coolsculpting providers by the manufacturer about pah, it is not even close to the truth about what pah actually is. I am urging the FDA to investigate the adverse event known as pah associated with the use of the coolsculpting device. I believe zeltiq has deceived the FDA into believing that pah is not a medical device reportable event by misrepresenting its frequency, severity, and permanency. I also believe that the current labeling for the device is misleading and not adequate to apprise the providers of the danger of using the device on their patients. This in turn has led to a misunderstanding by providers of coolsculpting of the significant risk posed to its patients and therefore to a lack of appropriate, adequate, and accurate information provided to patients before undertaking the treatment. I greatly appreciate your consideration of this matter and your time and efforts to ensure the safety of all individuals who may be considering coolsculpting treatments in the future. I will be happy to speak more to you in detail about my letter.